Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a severe infection, a cold, inflammation of the eyes and sinusitis. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.